Event description:
It was reported that during an ercp (endoscopic retrograde cholangiopancreatography) procedure, the tip of the extractor rx retrieval balloon detached. The retrieval balloon catheter was being used in the common bile duct. The tip of the catheter detached and fell into the patient's duodenum. The tip was not retrieved and the physician felt the tip would pass. The procedure was completed with another device with no patient complications. The patient was reported to be "fine".